Manufacturer narrative:
One cadd solis hpca pump was returned for analysis in good condition. The customer's stated problem was verified. The pump was inspected and when the cassette was attached onto the device it alarmed "cassette not attached properly". Further investigation of the pump determined that fluid ingression was the cause of the issue. The downstream occlusion sensor will be replaced.

Event description:
Information was received indicating that a smiths cadd solis hpca ambulatory infusion pump displayed an alarm that the cassette is not attached. There was no reported injury or adverse events.